Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 11 mm from the distal end. There was no scratch around the surface of the broken probe. The shape of the broken surface showed that a crack was spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. Based on the evaluation of the subject device and the similar cases in the past, it was known that the crack of the probe might be caused by excessive load applied to the probe due to activation while holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue. In this case, the probe might break off since load was applied to the probe while activating the cracked probe outside the patient. The instruction manual of the subject device already states; do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Event description:
During a gastrectomy, the probe of the subject device was damaged when activating it before use. The intended procedure was completed with another device. No patient injury was reported. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the probe of the subject device was broken off.